Event description:
The customer observed a blue fluid leak of 1 ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the instrument generated fluid detector, fd6, messages at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, safety glasses and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/08/2015. The fse found diff voteouts and a leak at the diff chamber due to disconnected diff stabilyse on the side of the diff chamber. He reconnected the stabilyse tubing and the instrument ran without any leaks and differential voteouts. The repairs were verified per established service procedures. (B)(4).